Event description:
During the procedure, when the nurse opened the outer packaging, she found the inner packaging had been opened. The nurse confirmed that the outer box was factory sealed when she pulled the box from the itself. There was no damaged noted on the outer carton.

Manufacturer narrative:
One non-sterile sakura fire star 2.00 x 20.2 mm unit was received in the original carton box. Two seals of the pouch were found opened. The two seals were opened completely (from corner to corner). Transfer material was observed on the film on the open section of the seal. The rest of the pouch seals were inspected and they appear intact. The unit was received with the original package-box. No damages were observed on the catheter. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure "compromised sterility" was confirmed, two seals of the pouch appears to be intentionally opened. The cause of this issue could not be determined; however, it did not appear related to the manufacturing process. Process controls for this failure mode in the packaging process include (B)(4) rev 6, a 100% inspection under a lamp is required after the pouch is sealed and previous analyses of the line balance indicate that the station has the appropriated time to perform the seal pouch inspection. Neither the DHR review nor the product analysis suggests that the open pouch is related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time. Based on the information provided, it is not possible to draw a conclusion regarding the cause of the reported event.